Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. There was no further description of the breach in aseptic technique. The patient was not hospitalized overnight for the peritonitis event. The patient was treated with vancomycin, gentomycin, and oral ciprofloxacin for four weeks (dosages for all medications, routes for vancomycin and gentomycin, and frequencies for all medications not reported) for the peritonitis event. When antibiotic therapy was completed, the peritoneal dialysis catheter was changed to the opposite side of the abdomen. It was not reported if peritoneal dialysis therapies were ongoing. The patient was recovered from the peritonitis event but it was not reported if the patient and/or the care giver were retrained on proper aseptic technique. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). This report involves the same patient as in (B)(4). (B)(6). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.